Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling. Device evaluation: visual analysis of the returned device identified fluids clear inside the device and device appearance. The defects reported by the physician were not observed. A leak test was performed, and no leakage was found. A microscopic analysis was performed which identified no openings observed in the device, no external and internal irregularities are observed in the device. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported "crystalized gel on the outside of the tissue expander" and "bubbles". Device was not implanted, and surgery was successfully completed with a back up device.